Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during the planned treatment procedure. The procedure was delayed less than 20 minutes and completed by restarting the system. The philips remote service engineer (rse) inspected the system remotely and customer informed that the system displayed an error indicating an emergency stop button had been activated. A review of the system logfiles found a communication failure with the geo module. To resolve the issue, the customer restarted the system as instructed by rse. After restart, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system with minimal delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed an alert that the emergency stop was active, preventing geometry movements. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.